Event description:
A physician reported a patient who was skin tested on the inner aspect of the left forearm on 1 dec 1999. The physician described the event as an, "acute marked local skin reaction measuring 7cm across at peak - responded partially to local treatment". The local symptoms were described as pain, itching, redness and swelling. The physician stated the patient symptoms were related to hypersensitivity. The area of redness did extend beyond the skin test site itself; however, the raised test site itself was about 1 cm in diameter. The patient also noted pain and tenderness extending upward towards the elbow. The patient was treated topically with elocon cream. Floxapen oral antibiotic was also prescribed. The patient was seen again on 5 dec 1999. The physician noted that the symptoms were "not yet fully resolved". The patient was examined about 14 dec 1999, and the symptoms were noted as improving. The topical corticosteroid cream was continued. No other medical or surgical intervention was planned.